Event description:
The customer contacted physio-control to report that their defibrillation electrode (catalog number: 11996-000091/ lot number: 816930) did not recognize a patient when used with a lifepak 20. The device displayed a "connect electrodes" message with the defibrillator electrodes connected to the patient. When the electrodes were replaced and the therapy cable was reconnected, the device did recognize the patient connection. The patient associated with the event was not harmed.

Manufacturer narrative:
The defibrillation electrodes and therapy cable were forwarded to our failure analysis center, however they were not received properly and were considered lost in the shipment process. Therefore, they could not be evaluated and a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their defibrillation electrode (catalog number: 11996-000091/ lot number: 816930) did not recognize a patient when used with a lifepak 20. The device displayed a "connect electrodes" message with the defibrillator electrodes connected to the patient. When the electrodes were replaced and the therapy cable was reconnected, the device did recognize the patient connection. The patient associated with the event was not harmed.